Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017 (reported as (B)(6) 2017 without a specific day), the receiver displayed an err67 and err190. No additional patient or event information is available. No product was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.